Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened. The review of the device manufacturing quality record indicates that 2873 products biomet bone cement r40, lot number a804cd2502 were manufactured on 11 september 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 1 complaint has been recorded for biomet bone cement 1x40 g, batch a804cd2502 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A letter conveying zimmer biomet conclusions has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile pouch was found damaged and opened, and the cement contained inside the bag was scattered. There was no patient involvement and no known adverse event was reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner sterile pouch was found damaged and opened, and the cement contained inside the bag was scattered.